Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip broke off the vaso view hemopro and fell into the patient. The piece was retrieved with the device. No add'l incision was required. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified that the silicone boot on the cold side had separated from the jaw. The missing piece of the boot was returned with the device. Some heat damage and material loss was observed on the silicone code jaw wire contact surface. Additionally, the silicone boot on the cold jaw had an area of physical damage with rough edges and material loss consistent with a tear. This type of damage is consistent with the damage seen after an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).